Event description:
Caller reported that insulin gauge displayed an amount different than expected. The current fill estimate was 65, which was not changing despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support on the variance in measured pressures affecting the insulin estimate. Once the insulin remaining matched the static display, the estimate would begin counting down normally. Caller understood and acknowledged the explanation.